Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported that during an oral maxillofacial surgery, it was observed that the small battery drive device was not working properly. According to the report, the device wobbled when rotating. A second small battery drive device was attempted to be used but yielded the same result. A third set was obtained and it worked to complete the surgery successfully. There was no delay to the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit was wobbling when rotating. Efore, the reported condition was confirmed. It was further determined that the coupling head and electric motor were worn. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.